Manufacturer narrative:
Follow-up #1 date of submission 05/27/2015-device evaluation:the pump and meter remote have been returned and evaluated by product analysis on 05/12/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump powered on properly with no errors, alarms, warnings, or abnormalities. All of the keypad buttons functioned appropriately. The rewind, load, and prime steps were completed successfully. No defect was found with the pump. The meter remote appeared to have ink spots on the display. During testing, the meter remote did not power on; therefore, adequate testing of the meter could not be completed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual issue) issue. The reporter stated that the pump was broken. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unusual issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.